Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis clipping in the small intestine, on a female pt performed on (B)(6), 2009. According to the complainant, during the procedure, the clip prematurely deployed in the sheath and the clip fell inside the pt's small intestine. The physician has no concerns with the clip passing naturally via peristalsis. The procedure was completed using another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).